Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an arthroscopy, the full radius blade created metal flake. The procedure was completed without delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H11: corrected data h6 (health effect - impact code).

Manufacturer narrative:
Internal complaint reference (B)(4). H10, h3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The device is worn from use, and there is a small scrape on the inner blade of the device. The inner blade is bent. There is debris on the device. The full radius blade is made of 304 sst. The blade is an externally communicating device, it is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond the reported possible retained foreign material could not be definitively determined. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.